Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eight weeks post implant the patient developed an infection in the pocket. The implantable cardioverter defibrillator (ICD) system was explanted. Antibiotic treatment was necessary for the patient. No further patient complications have been reported as a result of this event.